Manufacturer narrative:
The investigation of low pump flow has been completed. The returned complaint 5.5 pump visually inspected. Biomaterial observed in purge gap and round impeller blades. No cannula kink or broken blade found. Dried dextrose and blood washed for better investigation with no observation then impella 5.5 connected to console to reproduce reported low pump flow issue. Pump run for more than 10 minutes. Flow was with specified limit at p-9. After impella run in investigation lab still biomaterial observed on top of the impeller blades. Insufficient data log returned only for first 2 days of support; so motor current (mc) spike observed no placement signal issue seen. Suctions occurred and position in aorta alarms observed with no evidence the reported issue and date issue reported. Low pump flow: the cause of the low pump flow issue most likely was biomaterial as observed on the returned product. Failure mode thrombus added as a result of biomaterial observation. As the necessary information was not provided, the root cause of the thrombus was not determined. B1 updated to both adverse event and product problem based on investigation results. B2 updated based on investigation results. D9 device returned to manufacturer date added. H1 type of report updated to serious injury based on investigation results. H6 health effect - clinical code 4438 was added based on investigation results. Instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella 5.5 was removed due to low flows and concern for thrombus. The impella was having low flows with flat motor current. The impella position was confirmed with echocardiogram, but suction alarms occurred above p-5. The volume status was adequate. Thrombus was never confirmed. There was no patient harm.